Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report a leak in the reservoir past the second o-ring. The caller stated this was the second time this has happened. The caller stated they could smell insulin. The customer's blood glucose level was 270 mg/dl. The products were replaced. No further details were provided.

Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Inspected and checked the o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test, and no leaks were noted.